Event description:
It was reported that at least 5 bd nano¿ 2nd gen pen needles would not deliver medication. The following information was provided by the initial reporter: "consumer reported some of them do not work and no insulin comes out ,so I have to throw them out and use another... I am a diabetic for over 35 years... I recently am having problems with a box of needles. Some of them do not work and no insulin comes out ,so I have to throw them out and use another. I had to discard at least 5 from this box... When did the incident occur?: before use death?: no serious injury: no erroneous results: no course treatment changed due to event: no exposure to blood/bodily fluid: no medical intervention other than first aid: no needle/probe stick: no safety issue: no other actions taken: no".

Manufacturer narrative:
After further review, this MDR was found to be a duplicate of MFR# 9616656-2023-00274 and will be cancelled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 5 bd nano¿ 2nd gen pen needles would not deliver medication. The following information was provided by the initial reporter: "consumer reported some of them do not work and no insulin comes out ,so I have to throw them out and use another. I am a diabetic for over 35 years... I recently am having problems with a box of needles. Some of them do not work and no insulin comes out ,so I have to throw them out and use another. I had to discard at least 5 from this box... When did the incident occur?: before use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no".